Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl. The insulin pump was not delivering insulin per patient. The customer was also reported that, the insulin pump had blank display screen and issue was resolved by troubleshooting. The device is not expected to be returned for analysis. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.